Manufacturer narrative:
Date sent to the FDA: 07/26/2021. Additional h6. Health effect - clinical codes: e231501. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the plate and screws removed on (B)(6) 2020 as the planned routine procedure? Were the plate and screws removed on (B)(6) 2020 due to inflammation caused by vicryl suture (v304h) on (B)(6) 2020? Please specify. What was the appearance of vicryl suture during 2nd surgery on (B)(6) 2020? Was the tendon adhesion related to the vicryl suture? If yes, please explain. Was the prolene suture present on the patient during on (B)(6) 2020 examination when induration was observed? Was there any alleged deficiency of prolene suture? What suture was used for the re-operation on (B)(6) 2020 and removed on (B)(6) 2020? Additional information was requested, and the following was obtained: confirmed, that 1 suture was used - not 4 sutures. Date and indication of index hand surgery? On (B)(6) 2019, dislocated mc 5 comminuted fracture on the right side. How many device sutures were placed on periosteum and involved in this post-op event (slow absorption, inflammation and swelling) ¿1 device/suture placed as 4 stitches or 4 devices/sutures? - 4 backstitch seams. Product code and/or lot number? V 304 h. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal. How was the suture placed (interrupted or continuous)? 4 backstitch suturing's. How was the suture tied (square knot or multiple knots one end)? 4 backstitch suturing's with several knots at the ends. Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? No. Did the operating surgeon observe any suture deficiency or anomaly before, during the suture placement and/or after surgery? Please specify. No. Please explain ¿festered out¿? Purulent means that pus is present in the wound please clarify when did the doctor observe inflammation and swelling first time (# of post-op days/weeks)? The patient presented for a checkup on (B)(6) 2020 with increasing swelling in the scar area: on examination, the scar was free of irritation, and there was palpable induration over the scar. How were the post-op symptoms treated? Regular scar massage and continuation of physiotherapy were recommended. Date, indication and findings of re-operation? The inserted osteosynthesis material was removed on (B)(6) 2020. Intraoperatively, the extensor tendon showed pronounced fusion with the surrounding tissue, especially with the skin. The non-irritated plate was removed together with the screws. Were the sutures still observed during re-operation year later? The surgery one year after the index surgery did not take place in our hospital. Other relevant patient comorbidities/concomitant medications? No serious previous illnesses, condition post kidney colic, ae. No permanent medication. What is physician¿s opinion as to the etiology of or contributing factors to these events (slow absorption, inflammation and swelling)? On (B)(6) 2020, the patient presented for suture removal after osteosynthesis material removal, and an irritation-free scar was documented. Further in-person presentations had to be replaced with telephone consultations in light of the corona pandemic: the patient had made use of this on (B)(6)2020 with questions about the healing process. On (B)(6) 2020 he presented to the consultation, the following findings were documented: "the proximal scar pole is still thickened. Here, 2x cortisone injections were performed externally. A feeling of tension in the little finger and ring finger occurs with terminal flexion." What is the patient¿s current status? The last telephone consultation took place on (B)(6) 2020, therefore no information on the current status can be given. Additional information from surgical report / index surgery on (B)(6) 2019: surgical report dated: on (B)(6) 2019. Type of anesthesia: plexus anesthesia. Diagnoses: dislocated mcv comminuted fracture on the right. Type of intervention: repositioning, plate osteosynthesis. Suture of the periosteum with vicryl 4.0, so that the tendon does not lie directly above the plate. Skin suture with 4.0 prolene. Placement of the previously prescribed forearm hand splint that grips the ulna. Course of action: follow-up appointment for suture removal, then expected to start with physiotherapy. Additional information from surgical report / revision surgery on (B)(6) 2020: surgical report dated: on (B)(6) 2020. Type of anesthesia: IV regional anesthesia. Diagnoses: consolidated mcv fracture on the right, extensor tendon adhesion. Type of intervention: scar excision, me (plate, 9 screws), extensor tendon tenolysis. First of all, excision of the existing scar. The extensor tendon is pronounced with the surrounding tissue, in particular fused with the skin. The screws were removed and the plate lifted and removed. The bone was smoothed, wound flushing performed. At the end of the surgery, the finger can be moved to its full extension. Intracutaneous suture with absorbable skin suture material. Course of action: the fingers should be fully moved immediately. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate events submitted via 2210968-2021-05279, 2210968-2021-05280 and 2210968-2021-05281 were voided as ¿ confirmed, that 1 suture was used - not 4 sutures¿. Date sent to the FDA: 07/26/2021.

Manufacturer narrative:
Date sent to the FDA: 08/12/2021. Additional information was requested, and the following was obtained: were the plate and screws removed on (B)(6) 2020 as the planned routine procedure? -yes were the plate and screws removed on (B)(6) 2020 due to inflammation caused by vicryl suture (v304h) on (B)(6) 2020? Please specify. - no. What was the appearance of vicryl suture during 2nd surgery on (B)(6) 2020? - normal. Was the tendon adhesion related to the vicryl suture? If yes, please explain. - no, tendon was adhered to skin above - not to tissue below. Was the prolene suture present on (B)(6) 2020 examination when induration was observed? - no. Was any alleged deficiency of prolene suture placed (B)(6) 2019? Please specify. - no what suture was used for the re-operation on (B)(6) 2020 and removed on (B)(6) 2020? - monocryl 4.0. - patient wanted absorbable suture material to be used for surgery on (B)(6) 2020. However, he wanted the sutures to be removed on (B)(6) 2020. - patient reported vicryl sutures to be the reason for chronic inflammation and long lasting swelling but this was not confirmed by the surgeon. Surgeon did not report any issue with any of the sutures. The surgeon experienced the patient as difficult. She is not able and not willing to provide any further information. The 2nd surgery was performed 1 year later in a different hospital. Patient did not provide details and no authorization to contact this hospital. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Questions to the patient: if in your possession, may we have copies of your operative reports (initial and revision surgeries) and any medical examination?does ethicon have your permission to contact your doctor/surgeon, in the event ethicon would like to contact your doctor/surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your doctor/surgeons name and their email address/contact information. Questions to hcp: date and indication of index hand surgery?how many device sutures were placed on periosteum and involved in this post-op event (slow absorption, inflammation and swelling) 1 device/suture placed as 4 stitches or 4 devices/sutures? Product code and/or lot number? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)?how was the suture tied (square knot or multiple knots one end)? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Did the operating surgeon observe any suture deficiency or anomaly before, during the suture placement and/or after surgery? Please specify. Please explain festered out? Please clarify when did the doctor observe inflammation and swelling first time (# of post-op days/weeks)? How were the post-op symptoms treated? Date, indication and findings of re-operation? Were the sutures still observed during re-operation year later? Other relevant patient comorbidities/concomitant medications? What is physicians opinion as to the etiology of or contributing factors to these events (slow absorption, inflammation and swelling)? What is the patients current status? It was reported that everything was documented in detail (including pictures). Are any photos available? Events were submitted via 2210968-2021-05279, 2210968-2021-05280, and 2210968-2021-05281.

Event description:
It was reported by the patient that the patient underwent an unknown hand surgery on unknown date and the suture was used on periosteum. Later the suture became inflamed and festered out after a long time necessitating months of physio-treatment. The thread must have got stuck and led to long-lasting swelling and chronic inflammation. One year later the patient had to be operated on again. Additional information has been requested.